Event description:
Reporter stated the patient obtained back-to-back blood glucose results of 0.9 mmol/l and 5.1 mmol/l while using the compact plus system. Two days later, patient reportedly performed additional back-to-back tests, on the compact plus system, with results of 1.1 mmol/l and 5.5 mmol/l. Reporter did not indicate if patient took any action based on these results. No adverse event was reported. The manufacturer requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
The event occurred in another country.